Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument stopped articulating properly. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system found that the instrument passed intuitive motion testing. Failure analysis investigation also found that the instrument's main tube had various scratch marks with light material removal. The scratches were .265 - .069 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found.